Event description:
It was reported that a remote transmission in mid (B)(6) 2022 indicated potential inappropriate therapy on the implantable cardioverter defibrillator (ICD). It was agreed that the patient's rhythm was not a ventricular arrhythmia but was so fast the device was unable to use discriminators and thereby applied therapy. The initial therapy was unsuccessful, another episode was registered and the patient received shock, antitachycardia pacing (atp). Programming changes were not suggested but a patient evaluation was suggested to determine the reason for the faster heart rate such as a change in medication. A programmed increase in ventricular fibrillation (vf) zone was another option if the clinic was comfortable though the vf zone was already set high. The patient was stable.

Event description:
It was reported that a remote transmission in mid (B)(6) 2022 indicated potential inappropriate therapy on the implantable cardioverter defibrillator (ICD). It was agreed that the patient's rhythm was not a ventricular arrhythmia but was so fast the device was unable to use discriminators and thereby applied therapy. The initial therapy was unsuccessful, another episode was registered and the patient received shock, antitachycardia pacing (atp). Programming changes were not suggested but a patient evaluation was suggested to determine the reason for the faster heart rate such as a change in medication. A programmed increase in ventricular fibrillation (vf) zone was another option if the clinic was comfortable though the vf zone was already set high. The patient was stable.

Event description:
New information received notes the patient received inappropriate shock for an accelerated supraventricular tachycardia (svt). Programming changes were made. The patient also received medication and change to the discriminator channel. The patient was stable.